Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during 2 week follow up check from implant, the atrial lead exhibited high thresholds and sensing anomaly, the lead was noted to have dislodged, confirmed via chest x-ray. The lead was explanted and replaced successfully. The patient did not experience any adverse consequence.